Event description:
It was reported that the catheter from a rosch-uchida transjugular liver access set was difficult to advance. The device was required for a procedure to recanalize an intrahepatic portal shunt via the jugular vein and an esophageal and gastric fundus vein embolization procedure. During advancement of the puncture component through the sheath, a "sense of blockage" was experienced, and the component could not be advanced. As a result, a new-like device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Preliminary analysis of the returned device on 12mar2026 revealed that the sheath was broken near hub.

Manufacturer narrative:
E1 - customer (person): street: (B)(6), phone: (B)(6). H3 - device evaluated by mfg. Device has been returned, and preliminary evaluation has been performed. However, the investigation is ongoing. The device evaluation summary will be included in the follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.